Event description:
A carefusion sales rep on behalf of the user facility reported that the device is displaying a "ext high ppeak" alarm. No other info was provided.

Manufacturer narrative:
Carefusion has requested add'l info via email from the user facility on the reported event and if there was patient involvement. As of july 15, 2015, there has been no add'l info provided by the user facility pertaining to that request. (B)(4). A carefusion field service rep was dispatched to the user facility. The field service rep evaluated the device verified the reported issue & determined that the root cause was that the inspiratory & expiratory pressure transducers were out of calibration. The carefusion field service rep calibrated the inspiratory & expiratory pressure transducers and ran the device through the user verification test (uvt) & operational verification procedure per the service manual to ensure the device operates per specifications. The device was allowed to run for 24 hrs. W/no issues noted. The device was then returned to the user facility's control ready to be placed back into service.